Event description:
It was reported that a vented pacilitaxel set leaked an unspecified drug during infusion. The customer stated it was possibly coming from below the filter. The infusion was stopped, and a new set was used to complete the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot is either 14a23v023 or 14h13v434. The actual device was not available; however, two retained samples were evaluated (one for each potential lot). Visual inspection did not reveal any issues. The sets were gravity tested and did not show any issues. The condition could not be verified. Batch reviews for lots 14a23v023 and 14h13v434 were conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.